Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump's clock wasn't keeping time properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: there was no unexplained gain or loss of time observed in the pump's black box recordings. A manual time and date change was observed from 11/01/2014 at 19:36 to 11/02/2014 at 07:41. No alarms or error messages occurred during the investigation. The pump passed a time accuracy test and was able to maintain the correct time and date without any issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.